Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during pre-test, a smiths medical level 1 hotline low flow system could not run. There was no patient involvement in this event. No adverse effects were reported.